Event description:
The st. Jude medical representative reported that the patient came in the clinic for a follow-up and presented with a hwvvi reset at initial interrogation. The device could not be reprogrammed, and the patient does not have defib support. It was therefore recommended to explant the ICD.